Event description:
It was reported that this left bundle branch (lbb) lead was attempted to be implanted, however, there was an issue with the helix extraction/retraction mechanism. This lead was removed. Part of the helix was abandoned in the patient's heart. Another lead was implanted in the right ventricle. It was noted that there was an echocardiogram that was performed after the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was attempted to be implanted, however, there was an issue with the helix extraction/retraction mechanism. This lead was removed. Part of the helix was abandoned in the patient's heart. Another lead was implanted in the right ventricle. It was noted that there was an echocardiogram that was performed after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. However, such fractures confirmed on returned leads are generally considered related to design. Based upon the clinical observations, we believe that torsional overstress during attempts to position the lead caused the helix to break.